Manufacturer narrative:
Evaluation summary: one opened 23 ga trocar hub/cannula assembly was received for the report of leaking. The returned sample was visually inspected and found to be conforming. For this complaint file, the final customer lot was identified. For this final lot, fourteen 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. One 23ga illuminator w/rfid was returned for the light pipe being stripped at its extremity. For this complaint file, the final customer lot was identified. For this final lot, one component illuminator lot was used to make up the final lot. A device history record review for the lot was conducted. According to the device history record review, the lot was reprocessed for an anomaly that did not contributed to the customer complaint. The product was released according to the product¿s acceptance criteria. The illuminator was visually examined using 10x magnification and was deemed conforming. The illuminator was connected to a light source and a light image check was performed. The light image produced was deemed acceptable with good light output. Root cause: due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. Although the returned sample for this complaint was conforming, a root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot includes affected manufacturing lots. The complaint evaluation does not confirm a problem with the illuminator. The illuminator met specification and produced a good light image and output. The evaluation cannot determined why the customer thought there was a light issue with the illuminator.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the trocars leaked serum, therefore the preoperative ocular pressure was not controlled during a vitrectomy procedure. They changed to cold light. Also, the light probe was stripped at its extremity. Per the reporter, it was too risky to change the trocars as they were already in the eye. Additional information has been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).